Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the fuse. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the touch screen on the 6800 system is not working. There was no report of pt injury.